Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient pain in their urethra and some dribbling between bathroom visits. The patient tried lowering stimulation "a bit" but still had the pain and dribbling. The caller confirmed that stimulation was turned on and set to 2.9 on program 4 and the patient was advised to follow-up with their healthcare provider (hcp) or manufacturer representative (rep) to adjust or check the device. The issue was reported to have been sudden and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.